Manufacturer narrative:
The product has been requested. It will be investigated upon return and a follow up report will be submitted. Customers and retailers have been informed through the adc fa16may2006 letter.

Event description:
Customer reported receiving an error 4 message on their freestyle flash blood glucose monitor. Although the meter was set to correct unit of measure, the meter is exhibiting signs of the memory overwrite malfunction. The customer called back two days later and reported that she had experienced symptoms of blurred vision, ringing in the head, confusion, and nausea. The customer did not seek third party medical intervention nor did she take any medication to combat the symptoms. There was no report of death, serious injury or mistreatment associated with this event.